Manufacturer narrative:
(B)(4). Concomitant medical products: unknown proximal component, item# unknown, lot#: unknown. Report source foreign: italy. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery after 6 years of hip implantation due to implant fracture. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: revitan prox. Spout 75 item #01.00401.075 lot #2845216. Bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper 12/14 item #00877503602 lot #2979268.

Event description:
It was reported by legal that a patient had a revision surgery due to a sudden onset of pain without traumatic cause, during surgery the femoral stem was found broken at the modular junction. The loose proximal part was easily removed while the distal stem was well osseo integrated and removed by osteotomy. The acetabular components were well fixed and well placed and left intact. The femoral components were revised with competitor product with a cerclage wire used for bone window stabilization. The patient continued extensive physical therapy and showed significant progress in the months after surgery. Due diligence has been completed for this complaint; to date all available additional information has been received

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were received and reviewed by a health care professional. The patient has a history of congenital hip dysplasia and underwent an initial left total hip arthroplasty (tha) in 2007, during which unknown products were implanted. In 2013, the patient developed a staph infection, which was managed with antibiotic therapy. However, due to the persistence of the infection, the patient required a stage I revision surgery on 2016, followed by a stage ii revision surgery in 2017, during which the tha was replaced with a zimmer biomet hip system. In 2023, the patient experienced a sudden onset of pain without any traumatic cause. X-ray examinations revealed bone resorption near the femoral shaft and a fracture of the prosthetic stem. As a result, the patient underwent a second revision surgery in 2023. The operative report noted a fractured femoral stem at the modular junction and loosening of the joint prosthesis. The acetabular component and the distal part of the prosthesis were found to be well-positioned and well-osseointegrated. Pathology findings indicated a giant cell foreign body reaction, ischemic necrosis, and mild chronic inflammation. As no product was returned for investigation, a product evaluation could not be performed. Based on the investigation it could be assumed that possible contributing factors to the reported even might be multifactorial, consisting of patient- and procedure-related factors. If and to what extent any of these aspects may have influenced the reported event, remains unknown. Nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information at this time.